Event description:
A cracked and shattered touchscreen was reported by the customer, leaving the pump's touchscreen unresponsive and illegible. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was guided by technical support to put the pump into storage mode and return it using a pre-paid label while they reverted to multiple daily injections (mdi) as a backup therapy.